Event description:
Rod and crank in the cassette were separated. Pump and crank were turning but there was no infusion. Under this condition the pump did not alarm. Lack of pain management resulted in switching to another device.